Event description:
It was reported that patient underwent a total elbow arthroplasty on (B)(6) 2015. During the procedure, the surgeon dropped the condyle set implants on the floor which made them unsterile. As a result, there was a two to three hour delay in the procedure while a replacement was retrieved to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.